Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2002. Dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were explanted and later replaced. No patient complications have been reported as a result of this event.